Event description:
It was reported that at the implant procedure the lead could not pass into the superior vena cava from the subclavian vein. The physician opted to use a long sheath, and the lead "got stuck near the tip." The physician pulled the lead out and saw the helix was extended without use of the rotation tool. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, visual summary analysis of the lead indicated damage at implant. (B)(4).